Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 0036689. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that insyte autoguard yel 24ga x .75in needle would not retract. The following information was provided by the initial reporter: this is a report about needle retraction failure. After catheter placement, the hcp pressed the button but the needle was not retracted.

Event description:
It was reported that insyte ag bc global yel 24ga x 0.75in needle would not retract. The following information was provided by the initial reporter: this is a report about needle retraction failure. After catheter placement, the hcp pressed the button but the needle was not retracted.

Manufacturer narrative:
The following fields have been updated with corrections: b.5. Describe event or problem: the event description has been updated with a new medical device brand name. D.1. Medical device brand name: insyte ag bc global yel 24ga x 0.75in. D.2. Medical device catalog #: 381012. D.4. Medical device expiration date: 2023-01-31. D.4. Medical device lot #: 0036689. D.4. Unique identifier (UDI) #: (B)(4). G.5. PMA/510(k)#: (B)(4). H.4. Device manufacture date: 2020-02-07.

Event description:
It was reported that insyte ag bc global yel 24ga x 0.75in needle would not retract. The following information was provided by the initial reporter: this is a report about needle retraction failure. After catheter placement, the hcp pressed the button but the needle was not retracted.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/19/2020. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one insyte autoguard blood control IV catheter unit without packaging. The unit consisted of the needle assembly with barrel and protective needle cover. In addition, three photographs were submitted which display similarities to that of the returned unit. Through the visual evaluation, the returned unit's button is observed to be in the out position (not pressed). A cured adhesive is observed on the outside of the hub and in the area between the tab of the activation button and the grip. A functional test was performed where the activation button was attempted to be depressed and was unsuccessful. The reported issue was confirmed as the needle failed to retract when the button was depressed. The adhesive between the button tab and hub did not dislodge and restricted the button from depressing. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to incorrect placement of adhesive due to station misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch.